Event description:
It was reported that during a gastric bypass, the first device did not fire a complete staple line. The second device would not fire. The case was completed with suture. There was no consequence to the pt.